Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 months. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had ongoing gastrointestinal (gi) bleeding with transfusion requirements. The events leading up to the gi bleed were hematochezia, angioectasias, colonic diverticulosis, melena, anemia, likely multifactorial with a gi bleeding component and diverticulosis- pancolonic. The signs and symptoms were fatigue and melena. Tests taken with results included falling hemoglobin, positive fecal hemoquant and angioectasias on scoping. The patient underwent upper endoscopy, colonoscopies, capsule endoscopy duodenal angioectasia status post clipping on (B)(6) 2017. Ischemic changes with ulcerations at the splenic flexure noted on colonoscopy (B)(6) 2017, which was biopsied and clipped. Cecal angioectasia was treated with argon plasma coagulation (apc) on (B)(6) 2017. Gastric agioectasias x 2, treated with bipolar cautery on (B)(6) 2017. Colonic angioectasias (B)(6) 2017 was treated. Inr goal 1.8-2.3 and patient off aspirin .no additional information was provided.